Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. (B)(6). (B)(4). The event is currently under investigation.

Event description:
It was reported the patient's chest tube broke apart at the attachment to the atrium device. The break was reportedly at the widened end (trumpet shaped) that is glued to the end of the chest tube. The cook critical care district manager confirmed "the tube stayed in the patient after the flare tip broke off and they didn't track what happened to the tube after patient discharge (removed but not kept)." According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, drawings, device history record, instructions for use (IFU), manufacturing instructions, specifications, and quality control was conducted during the investigation. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: "this product is intended for use by physicians trained and experienced in percutaneous pleural drainage techniques. Standard techniques for placement of chest tubes should be employed. Manipulation of products requires fluoroscopic, CT scan or ultrasound guidance. The potential effects of phthalates on pregnant/nursing women or children have not been fully characterized and there may be concern for reproductive and developmental effects". The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. Minimal information was provided to assist with this case. The complaint was confirmed based on the customers testimony. A definitive root cause cannot be determined.

Event description:
It was reported the patient's chest tube broke apart at the attachment to the atrium device. The break was reportedly at the widened end (trumpet shaped) that is glued to the end of the chest tube. The cook critical care district manager confirmed "the tube stayed in the patient after the flare tip broke off and they didn¿t track what happened to the tube after patient discharge (removed but not kept)." According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.